Event description:
The customer reported that the deice jaws could not be re-opened while applied to tissue during an open gastrectomy. The surgeon removed the device by dissecting the tissue directly adjacent to the jaws with monopolar scissors. The surgeon used another type of ligasure vessel sealing device to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.